Event description:
It was reported that during a combined vitrectomy and cataract surgery, a pt experienced ocular inflammation and corneal edema. A bd plastipak syringe with needle was used during this procedure. As a precaution the device was put in quarantine, corneal samples were taken, and the pt was treated with antibiotics. The pt also had routine post operative monitoring.

Manufacturer narrative:
Results: three sealed, unused samples were returned for evaluation. A visual analysis revealed that the blister packages were completely sealed and that there was no perforation in the film or in the paper of the blisters. A sealing resistance test was performed and the sealing cord of the blister packages was checked and the results were within manufacturing specification. A review of the device history record and sterility record revealed no irregularities during the manufacture of the reported lot number 1412077. Conclusion: an absolute root cause for this incident cannot be determined as the returned samples met manufacturing specifications.

Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed.